Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the good faith effort (gfe) response, the device displayed a "battery failure" alarm. The suspected battery was reported to have been less than five years old. No further details were provided as the customer declined further assistance from philips to resolve the issue. The customer declined further assistance from philips to resolve the issue and reported to have had the issue resolved by other means; however, it could not be determined what repairs were performed to resolve the issue. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.